Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were remains implanted - is incorrect which was reported on initial report. Device code - 2616 - malposition of device - is n/a which was reported on initial report. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and has small cracks/ fractures in the cutting slots. The reported event is attributed to wear and tear of the device. X-ray review indicates there is right total knee arthroplasty with fracture involving the distal femoral metaphysis laterally, poorly evaluated. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: unknown femoral component catalog # unknown lot # unknown. Report source: (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2021-03121. Remains implanted.

Event description:
It was reported that deformation of the trial llck femoral c instrument caused change in the a/p size and abnormal obliquity of the posterior condyle of the trial component, which modified the test with the trial implant. It was noted that the trial femoral component was a perfect fit, however, when the final femoral component was impacted, a femoral bone fracture occurred due to maplosition of the device. A cerclage cable grip and ncb plate were used to fix the bone fracture. Attempts to obtain additional information have been made; however, no more is available at this time.